Manufacturer narrative:
1 of the devices that was pending evaluation was functionally/visually inspected in the field and the issue was confirmed. The device was repaired and returned to use. 3 devices are still pending evaluation.

Event description:
This report summarizes 84 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement. No adverse consequences were reported.

Event description:
This report summarizes 83 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement. No adverse consequences were reported.

Manufacturer narrative:
Upon investigation of 1 of the pending devices, it was determined that the device was concomitant to the reported issue, which is not reportable. 2 devices are still pending evaluation.

Event description:
This report summarizes 83 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 of the pending devices was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The final pending device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 78 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were functionally/visually inspected in the field; no defects or malfunctions were found. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 84 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement; no adverse consequences were reported.